Event description:
Triple lumen PICC being placed. Guidewire inspected pre-insertion without any defects. After procedure upon post guidewire inspection, there was a 90 angle bend in the wire at the catheter tip